Event description:
No blood glucose levels reported. It was reported that the date on the insulin pump would reset every time the infusion set for the insulin pump was changed. The customer also reported a low reservoir alarm on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
.